Event description:
Healthcare professional reported, right side exchange with no complaint against the device. Later, healthcare professional reported, "rupture" of a saline device. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening on radius assessed, as fold flaw opening. Additional observations: crease fold and wear abrasion observed, on the device. Yellow particles observed, inside the device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported right side exchange with no complaint against the device. The device has been explanted. Later, healthcare professional reported right side "rupture."